Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg's recharge burden had increased significantly since implant. In addition, the pt received the low battery indicator quite often. The ipg appeared to be depleting rapidly even when the stimulation was disabled. Reprogramming was unable to resolve the issue. A new pt programmer and charging system were sent to the pt for further troubleshooting actions; however, the result was the same. The physician recommended the ipg be explanted and replaced. F/u found the pt had declined an immediate revision due to competing health concerns. No additional info is available at this time.